Event description:
It was reported that this patient heard tones coming from the implantable device. Additionally, the patient complained of muscle twitches and spasms. He lives out of town and is not able to come into the clinic for a follow up for about two weeks. In the meantime, a latitude remote monitor will be shipped to the patient. The clinic staff were advised that the patient should have his device checked more urgently if possible. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. (B)(6) 2026 :(B)(6) request for additional information the reason is still being determined. The patient came to the clinic and is now admitted emerging. The impedance was greater than 400 ohms and patient complained of twitching at the site of the device. According to the clinician, the interrogation showed noise leading to shocks back in (B)(6), however, the patient was not aware that he received shocks. It was also showing a flat egm with no sensing. Therapy is now turned off and they are awaiting xray results. They will likely plan a lead revision for tomorrow.(B)(6) sent: (B)(6) 2026 10:37 am to: us rhythmcare technical services (B)(6) subject: fw: [external] re: {external} latitude remote monitor and cell adapter good morning, can I please have your thoughts on whether this might be a lead fracture or issue at the header? It is a recent implant and patient complained of hearing beeping and twitching at the implant site. He was seen in clinic and found to have a system impedance >400 ohms. Patient has been admitted to hospital (secondary prevention) and awaiting a lead revision. A complaint report has been submitted. Please see attached pdf of recent follow up. Thank you! (B)(6) 2026 latitude remote monitor and cell adapter this looks like a dislodged lead. Xray of the header would be helpful here. Also a. Session file since there is a CT error. What hospital and what dr is caring for this patient? (B)(6) 26 rm service (B)(6) 2026 with the following information: { "eventchangehistoryid": "aflcx00000avoudga1", "transactiontype": "update", "eventdescription": " comment 2: title \u003d rep fiona jun calling. There for lead revision(B)(6). Last week device said to be at 94% and now at eol now. CT error as well. Could eol and CT be false positive. Discussed that w/o sending in data for analysis, ts cannot say, and if they cannot send in at this point would advise replacing lead and device. Asked if there were any episodes in logbook and rep said just smart pass episode. Did mention to rep dislodgement and CT error reported a few days ago. Date \u003d (B)(6) 2026 owner \u003d (B)(6), "eventnotificationdate": (B)(6) 2026, "sourcesystemid": "23264329", "sourcesystem": "rm service cloud", "lastmodifiedon": (B)(6) 2026, 12:00:00 am", "triagedivision": "" ecn event description: patient was initially booked for a lead revision. Upon interrogation, the battery was at eol. Ts recommended to replace the device and send for analysis. Last week, battery was at 94%. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: tech services was consulted what is the next course of action?: device replacement patient present at time of event?: yes patient complications: no patient complications patient outcome: expected to fully recover device acquired from a distributor?: no device 1: upn 60a219-333, model number null, lot or serial number (B)(6) was issue present upon opening package?: no question: what error code/message was observed? Answer: call ts. Device at end of life. Question: was the allegation of premature battery depletion (pbd) confirmed? Answer: na missed by intake: suspected twiddler's syndrome resulting in macrodislodgement. Upon interrogation, an unexpected message was found (battery at eol). Indicate which of the following occurred as a result of the procedure: alternate device used